Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient reported feeling lethargic. Upon interrogation increased threshold measurements for the right ventricular (rv) lead and loss of capture (loc) on the rv channel was observed. It was noted that the patient had an escape rate, thus no asystole occurred. The output was increased to ensure capture, however the physician opted to perform a revision procedure. During the revision procedure the rv lead was surgically abandoned and the pacemaker was explanted. A new pacemaker and rv lead were successfully implanted. No additional adverse patient effects were reported.